Event description:
The generator was received into product analysis for testing. Product analysis concluded their tests of the device. High impedance was observed prior to what was previously reported.

Event description:
Patient presented with high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patients generator and lead were explanted. The suspect product have not been received by the manufacturer to date.